Event description:
Per information provided: on (B)(6) 2009 - patient underwent repair with implant of 3dmax mesh (device 1). (Note: there is no operative notes provided for this procedure in plaintiff profile form and medical records). On (B)(6) 2018 - patient was diagnosed with right inguinal hernia thereby underwent robotic assisted repair with implant of 3dmax mesh (device 2). Per op notes, ¿a vertical incision was made. Adhesions were noted in the intraabdominal space, and it was dissected and lysed. A hernia containing cecum and appendix was identified in the right inguinal canal and this was incarcerated in the hernia defect. The hernia sac was taken down. The bladder was densely adhered to the anterior abdominal wall and taken down. The hernia sac was taken out of the right inguinal and completely reduced. A piece of 3dmax mesh (device 2) was placed in the right inguinal canal and covered both the direct, indirect and femoral hernia defect spaces, and secured with sutures.¿ on (B)(6) 2019 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of bard mesh pre-shaped with keyhole (device 3). Per op notes, ¿an oblique incision was made between the right pubic tubercle and right asis. The ilioinguinal nerve was identified, skeletonized and excised. The hernia sac was identified and reduced. A piece of bard mesh pre-shaped with keyhole (device 3) was placed into the right inguinal canal and secured into the pubic tubercle with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note, the manufacturing date (15-aug-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.